Event description:
During an orif right ring finger procedure, the tip of the 1.5mm drill bit broke off. The broken fragment remains in the patient. It is unknown if the tissue protector was being used.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. There is not a DHR in the docusphere system for part number 310.15 lot number xxx2084. A supplier repack document is available from 1995.